Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the clips from the clip applier didn't close on the vessel, with a candy cane shaped clip when closed. The procedure was completed using a powered echelon 45 mm stapler. There were no patient consequences reported.